Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) qie afa. The following additional information was provided: it didn't appear that the ball bearing type component came from the distal end.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, when the 8mm mega suture cut needle driver instrument was brought, in the peel back it was discovered that a small silver ball was also peel packed with the instrument. Concerns brought up it came from instrument. The device was not used in the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: based on photo provided by customer, the alleged silver ball did not seem to be a pin on the instruments' wrist. Based on information provided, silver ball was in the same peel pack that the instrument was placed in during sterilization. It was loose in the package, so customer is unsure where it was from on the instrument or if it was even from the instrument. There was no injury to the patient as issue was caught prior to the instrument was used on a patient. The device itself was returned along with the item in question.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have the bearing dislodged from its expected location. The grip bearing appears to be dislodged. The bearing was found dislodged from its normal position and the balls from inside the bearing were stuck onto the magnet inside of the housing.